Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronic or motor assemblies. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had minor scratches on the display window, a cracked display window, a cracked display window corner, a cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they went swimming however had the insulin pump off and when she got back to it the insulin pump alarmed and the customer was unable to clear it. Customer also mentioned receiving a battery out limit alarm. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.